Event description:
Medtronic received information that this hollow fiber oxygenator exhibited air accumulation at the top of the fiber bundle. This observation was made while priming the unit. The customer suspected a leak somewhere in the device. The device was changed out, and a different unit was used for the surgery. There was no patient involvement with this case.

Manufacturer narrative:
Method - device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: reason for return was confirmed. Visual inspection of the returned product shows no outward signs of physical damage or abnormalities. When tested with fluid at 7 l/min with 12 psi back pressure, a small leak was detected at the heat exchanger stem and the connecting material. Destructive testing showed a small crack in the hex stem/bond area to be the source of the leak. During priming, the negative pressures generated by the pump boot tubing could pull air through this crack, which would be seen at the top of the oxygenator, as reported. The exact cause of the crack could not be determined. Conclusion: product analysis showed reduced device performance which was related to the event. This incident occurred at prime with no patient involvement.